Event description:
A peritoneal dialysis nurse reported that there was an air detected in the cassette alarm. The patient stated that she thinks the cone got stuck in the little nozzle and it removed the air and not the liquid. She stated that the nurse felt there was a leak; however she denies any liquid being around the cycler/cassette. The patient was prescribed prophylactic antibiotics. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within the past three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.